Manufacturer narrative:
The 2mm x 40mm sub-olive wire with threaded tip is provided to customers within a sterile kit (sk-12) and marked single use. The UDI referenced is for the sterile kit, sk-12, the product is distributed within. The device was returned and the evaluation concluded that the break was a result of bending forces on the device most likely caused by the user during drilling. The sub-olive wire is manufactured with implant grade material. The device history record for both possible lots (mt16106 and mt16301) were reviewed and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file the MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.

Event description:
A sales representative attending a surgery on (B)(6) 2017, reported on (B)(6) 2017 that the tip of an olive wire broke in the bone. The tip of the wire was retained in the patient's bone. There were no other patient outcomes reported and the surgery proceeded without delay.